Event description:
Related to MFR report # 2183959-2012-01394. It was reported by the plaintiff's attorney that on (B)(6) 2008, the plaintiff was implanted with a "monarc subfascial hammock suspension device" with "the intention of treating her pop and sui." The plaintiff's attorney alleges the plaintiff "suffered serious bodily injuries, including extreme pain, erosion of her internal tissues, dyspareunia, recurrent incontinence and other injuries." The plaintiff's attorney also alleges the plaintiff "has experienced significant mental and physical pain and suffering, undergone multiple surgeries and revisionary procedures and she has sustained permanent injuries."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.